Event description:
It was reported that right ventricular (rv) lead impedance is high along with multiple short interval counts (sic) recorded. The physician suspects a lead fracture. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Also performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met with lia triggered on (B)(4) due to meeting the conditions for non-sustained tachycardia and v-short interval counts (sic). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range with max vpace bi impedance rises from an approx. Baseline of 800ohm to greater than 4000ohm the weeks ending (B)(4) 2013. Analysis of the device memory indicated the impedance trend on the rv pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic with 15 non-sustained tachycardia and 9 ventricular fibrillation episodes of less than 220ms v-v cycle are recorded between (B)(4) 2013 and 17900 v-sic occur since implant.

Event description:
It was later reported that the right ventricular (rv) lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.